Manufacturer narrative:
Additional information will be provided once the investigation is completed. A similar product from lot number 0845992 was also implicated in this event.

Event description:
It was reported that the scissors were dull.